Event description:
On (B)(6) 2015, it was reported to animas that the display had a dim/fading/color issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter stated that the display screen was scratched and still legible. Reportedly, there was no moisture or corrosion in the pump. No further information was provided about this complaint and the pump was not being returned.